Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-nine events were reported for this quarter. Twenty-one devices were received for evaluation; six events were duplicated during testing. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. Ten devices were found to be affected by damaged components. The reported event was not confirmed for 4 devices; the devices were found to be within specifications for the reported event. Seven device evaluations are in progress. Eight devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated. Nineteen events had no patient involvement with no patient impact. Nine reported events had patient involvement with no patient impact. One event had no known patient involvement; no known patient impact.

Event description:
This report summarizes 29 malfunction events in which the device overheated. 19 events had no patient involvement with no patient impact. 9 reported events had patient involvement with no patient impact. 1 event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 15 previously reported events are included in this follow-up record.   Product return status: 14 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: confirmed. 2 reported events were confirmed during testing. 2 devices were found to be affected by corrosion. 10 reported events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 6 devices were found to be affected by a worn/damaged rotor/rotor bearings. 2 reported events were not confirmed during testing; the devices were found to be within specifications.   Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.